Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported left side "slow leak." The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified crease fold, wear abrasion, broken and missing the patch, brown particles on inner surface of device, white particles like calcification on outer surface of device. Leak test was performed which identified an opening on shell. A microscopic analysis was performed which identify two punctured openings n posterior side, striated edge opening on anterior side, identify striated edge on broken, and non-penetrating nicks, consist in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two puncture openings on posterior side due to surgical damage like, a striated edge opening on anterior side due to surgical damage, a striated edge broken due to surgical damage, non-penetrating striated due surgical tool scratch like.

Event description:
Patient reported left side "slow leak." The device has been explanted.